Event description:
It was reported that a person using the ilet experienced hyperglycemia after a supply change, with a fingerstick blood glucose of 222 mg/dl and a sensor reading of 226 mg/dl; the agent instructed the person to change the infusion site and planned a follow-up. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included case review and troubleshooting of infusion delivery and site integrity. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.